Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (25 mg/day) via an implantable infusion pump. It was reported that the patient experienced an infection and was underdosed following pump implant. It was stated that since pump implant the patient has been having cognitive problems, losing balance, weakness, unaware of what is going on, "phasing out", and has been in two car accidents. It was stated that the second accident was a week ago and the patient was currently in the hospital due to having seizures as a result. The caller indicated that the hospital wants to check to see if the pump was dislodged or pump damaged from car accidents.